Event description:
The patient was undergoing an embolization procedure in the left c3 using the penumbra system 3max and 5max separator and reperfusion catheter. Before the procedure, 16 million units of intravenous tissue plasminogen activator (IV t-pa) were administered. A 3max and 5max reperfusion catheters were advanced coaxially to the target vessel along with the guide wire through a merci 8fr. Guide catheter. After aspiration with the 3max separator, aspiration was done with the 5max reperfusion catheter and separator for 20 minutes. After aspiration, 4000 units of heparin were administered. Just after the operation, a computed tomography (CT) revealed that the patient developed lethal cerebral infarct in the extensive area and hemorrhage. The physician closely monitored the patient's condition and withheld any additional treatment. The patient developed cerebral hernia due to worsening of brain edema and expired approximately two days later. Physician's comment: since cerebral hemorrhage was observed in CT just after the operation, the relation between the event and the penumbra system cannot be denied. The relation between the event and the procedure cannot be denied as well.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00112, 00113 and 00114. Device was disposed of by the hospital.